Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, noise was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating, the noise resulted in oversensing, and myopotential oversensing was also observed during provocative testing. Lead damage was suspected.